Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: investigation revealed a blank display screen when the pump was powered on. Moisture was found behind the display lens. Unrelated to the complaint, a leak test determined that the pump case was leaking due to a crack noted on the pump case. The pump case was opened; moisture was found throughout pump case.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving a blank screen. The pump was used while swimming and afterward the display stopped working; however, there is no moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.